Event description:
It was reported while engaging\disengaging the device intra-operatively, there was a delay of surgery time.

Manufacturer narrative:
From the analyses conducted during this investigation, it was concluded that the guide bolt wrench fractured due to ductile torsional overload. No material deviations in the guide bolt wrench were found during this investigation.